Event description:
It was reported that during a sleeve gastrectomy procedure, the surgeon fired one cartridge. On the second cartridge the device was closed but it was impossible to fire. The fire trigger was stuck. The surgeons ask to change for a new device and then he finished the procedure. On the same night the surgeon entered the patient to the or because of bleeding.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional followup: spoke with franchise director she indicated that the doctor does not think the bleed was related to a technical issue with the device. The device was fired twice with no anomalies, on the third firing the device would not fire. A new device was opened to complete the case. The cartridges were discarded. Post op the patient was fine and then later returned with a post op bleed. No further information is known at this point. 'Following the detailed conversation with the surgeon, his report related to a malfunction with the devise (similar to safety mechanism lockout ) he said that it might be different reasons for post operative bleedings. Since the complaint was regarding the specific reload he used the same instrument following replacement and finished with the same instrument the operation. The reload was thrown away. There for only the device was returned for analysis.

Manufacturer narrative:
(B)(4). Idler gear. The analysis results showed that one ec60 device was returned without a reload present. The firing mechanism was noted to be damaged as the knife was noted to be slightly advanced and the three stroke indicator was out of position; therefore, no functional test could be performed. The device was disassembled to verify the condition of the internal components; the release button and several idler gear teeth were noted to be damaged, in addition the idler gear and indicator gear were noted to be desynchronized. This is consistent with partially engaging the anvil release button inadvertently after closing the device but before firing. This causes the release button to partially engage with the indicator gear. When attempting to fire, significant resistance will be felt as the release button is blocking the path of the indicator gear rotation resulting in the indentation of the anvil release button. If the firing stroke is continued past this point, the idler gear can get damaged and get out of synchronization as the indicator gear does not move due to the interaction with the release button. Furthermore, the indicator gear pushes into on the release button, resulting in damage or breakage of the release button post clearing the path of the indicator gear and being able to continue with the firing stroke. Once the gears are not synchronized the device will not open as the position of the indicator gear has to be home in order for the device to open.